Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected h2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump had an accuracy range within the standard specifications of the device during volumetric delivery accuracy testing. The error code 41622 did not reoccur. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software, and updated downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the device keeps alarming error code 41622 when attempting to run volume test. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.